Event description:
It was reported that the right ventricular (rv) lead with this implantable cardioverter defibrillator (ICD) dislodged and the patient received an inappropriate shock with a low out of range shock impedance measurement. Technical services (ts) provided a review of stored episodes and noted noisy signals that were oversensed that led to the inappropriate shock. Tachy therapy was programmed off by the physician. The patient was feeling symptomatic with ventricular pacing as it was stimulation the pocket. Ts also explained to the rep that low out of range shock impedance lower than 20 ohms would get a shorted shocking lead when interrogation device. Ts recommended replacing both the implantable cardioverter defibrillator (ICD) and this rv lead. This ICD was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies on the device case. Review of device memory found a shorted lead error had been recorded. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse would have possibly prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. It was concluded that the damage to the device was a result of shocking into a shorted lead.

Event description:
It was reported that the right ventricular (rv) lead with this implantable cardioverter defibrillator (ICD) dislodged and the patient received an inappropriate shock with a low out of range shock impedance measurement. Technical services (ts) provided a review of stored episodes and noted noisy signals that were oversensed that led to the inappropriate shock. Tachy therapy was programmed off by the physician. The patient was feeling symptomatic with ventricular pacing as it was stimulation the pocket. Ts also explained to the rep that low out of range shock impedance lower than 20 ohms would get a shorted shocking lead when interrogation device. Ts recommended replacing both the implantable cardioverter defibrillator (ICD) and this rv lead. This ICD was explanted and successfully replaced. No additional adverse patient effects were reported.